Manufacturer narrative:
B3: date of event: requested, unknown. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: inventory manager . The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band was inflated however, would not hold air, manual pressure applied, and a new band was used without issue. The estimated blood loss was less than 250cc. There was no patient injury or medical intervention required. The patient condition was stable, and the procedure outcome was successful. Additional information was received on 14 jun 2023: the patient procedure prior to the placement of the tr band was a left heart catheterization. 15cc's of air were placed in the tr band, initially. The air was not holding in the tr band, it was noticed upon application in the lab. There was no damage noted or reported to the tr band. The other devices were used in the access site during the patient procedure were glidesheath slender and a tegaderm.

Manufacturer narrative:
This report is being sent as follow-up #1 to update section h3, and to provide the completed investigation results. One tr band and inflator were returned for product evaluation. The sample was subject to visual analysis and 2ml of air was found in left in the balloons. No damage or deformities are noted on the balloon assembly or inflator. The sample was subject to leak testing. Approximately 18ml of air was injected into the balloons and the band was submerged in a water bath for approximately 30 seconds to check for air bubbles. Air bubbles were observed from the check valve. The sample failed leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, a foreign matter was found in the check valve. The foreign matter resembles a piece of clear plastic. The complaint can be confirmed for air leakage issues. The cause is foreign matter in the check valve. The operations quality engineer was contacted, and a nonconformance (nc) was initiated for this issue. The nonconformance (nc) will contain root cause analysis and corrective actions. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).